Event description:
It was reported that during the implant procedure, the physician was unable to deploy the lobes on both leads. The leads were not implanted. Patient outcome is listed as "good". No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found however blood/body fluid were present on outer tubing overlay and in/on the helix/lobe mechanism. (B) (4) the full lead was returned and analyzed. No anomalies were found however blood/body fluid were present on outer tubing overlay and in/on the helix/lobe mechanism.